Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: crack on the sheath at the root of the straight plug at one end, power on test shows severe heat generation at the root of the plug and cable generates sparks, resulting from surface broken at the plug root and heat generation during high-current discharge in use without insulation outer layer protection. A root cause could not be identified. Based on the results of the investigation, it is likely that the cause of the electrosurgical cable suddenly fractured was due to the spark generation resulting from surface damage at the plug root, partial stretching and thinning of the internal wires, and heat generation during high-current discharge when the device was used without the protection of the outer insulation layer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that during sedation the electrical-only medical device connection cable, reusable had fractured electrosurgical cable. The issue occurred at a therapeutic electrosurgical resection procedure of uterine fibroids. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.